Event description:
It was reported the pt was requesting a complete system explant due to lack of stimulation coverage. It was reported by the physician the pt had effective coverage until 45 days prior. The physician also reported the lead had not moved. Follow up identified surgical intervention had not yet been scheduled.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.